Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "for a while (can also be quite instantaneous) after the start of lung ventilation, the ventilation pressures start to increase progressively. On closer inspection it appears that the other cuff also inflates progressively. There must be a mal connection between both cuff in one way or another". No medical intervention was required. It was reported the issue was detected ten minutes after insertion and was resolved by deflating the blue cuff. The device was not removed or replaced. It was also reported the blood pressure went down. No consequence or harm was reported. The patient's condition was reported as "good".

Manufacturer narrative:
(B)(4). Additional information received regarding the event. The customer has reported that they observed insufflation of the non-dependent lung. It was also reported that there was high peak pressure in combination with desaturation (severity of desaturation unknown).

Event description:
Customer complaint reported as: "for a while (can also be quite instantaneous) after the start of lung ventilation, the ventilation pressures start to increase progressively. On closer inspection it appears that the other cuff also inflates progressively. There must be a mal connection between both cuff in one way or another". No medical intervention was required. It was reported the issue was detected ten minutes after insertion and was resolved by deflating the blue cuff. The device was not removed or replaced. It was also reported the blood pressure went down. No consequence or harm was reported. The patient's condition was reported as "good".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported as: "for a while (can also be quite instantaneous) after the start of lung ventilation, the ventilation pressures start to increase progressively. On closer inspection it appears that the other cuff also inflates progressively. There must be a mal connection between both cuff in one way or another". No medical intervention was required. It was reported the issue was detected ten minutes after insertion and was resolved by deflating the blue cuff. The device was not removed or replaced. It was also reported the blood pressure went down. No consequence or harm was reported. The patient's condition was reported as "good".